Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that sometimes about twice a day the insulin pump would start to flash. The customer's blood glucose level was 132 mg/dl. The contacts on the battery cap was not missing or damaged. The insulin pump passed the self-test. They were advised to monitor their blood glucose and to call back if the display does not return. The device will not be returned for analysis.